Event description:
Caller reported a malfunction on pump, with no notable events occurring prior to the issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support resolved the issue by sending a replacement pump and providing instructions for returning the faulty one. The customer reverted to and alternate method of insulin therapy.